Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tip of a 5.2f judkins left 3.5 (jl3.5) super torque plus diagnostic catheter broke. There was no reported patient injury. Per preliminary image review, pictures of the device show that the hub of the catheter was broken into separate pieces. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot 18436018 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the white tip (luer hub) of a 5.2f judkins left 3.5 (jl3.5) super torque plus diagnostic catheter broke. There was no reported patient injury. A non-cordis catheter was used as replacement. The white tip was identified as the luer hub, described as the main entry point for wires that pass through the catheter. The use of a contralateral approach remains unknown. The patient was not hospitalized due to the event, nor was their hospitalization extended. Per preliminary image review, pictures of the device show that the hub of the catheter was broken into separate pieces. A non-sterile catheter (cath f5.2+ jl3.5 100 cm) was received coiled inside a clear plastic bag along with fragments of the hub in a plastic container. Visual inspection confirmed the hub was separated/cracked, with no additional anomalies observed on the device components. Amplified and sem imaging were performed on the hub area. The sem analysis revealed fatigue striations and plastic deformation consistent with tensile overload, indicating that the material was subjected to forces exceeding its yield strength prior to failure. No other structural, material, or manufacturing anomalies were identified during the evaluation. A product history record (phr) review of lot 18436018 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The malfunction ¿luer hub ¿ separated¿ was observed during the product evaluation. The exact cause of the event cannot be determined; however, handling factors cannot be ruled out as a potential contributor since signs of mechanical interaction or stress were observed. The information provided does not indicate whether the device was used according to instructions; however, users are trained to inspect for signs of damage prior to and during use. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.